Manufacturer narrative:
(B)(4).

Event description:
Clinician reported that the patient's biotronik ra lead impedance had increased significantly in the past week. It increased from approximately 600 ohms to 1200 ohms at the start of the week. Since then, it has gradually climbed to 2350 ohms. Thresholds had also increased by 1.25 volts. Noise reversion episodes had occurred, but there were no egms available and the clinician had not reproduced the noise. Tse and clinician agreed that the rise in impedance was likely due to some form of lead damage. The patient was asymptomatic. Their weight is unknown. The clinician will speak with the doctor in order to determine if they will monitor the patient or perform a lead revision. Lead remains implanted, no adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.